Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulty controlling their blood glucose (bg) levels; however, no specific bg information or values were provided. Customer declined to complete troubleshooting with tandem technical support.